Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an alert indicating dosing would stop and to pair the cgm, and the user was wearing a dexcom g7 sensor without the pairing code, resulting in failure to pair the cgm to the ilet and interruption of automated dosing; education was provided that a cgm must be paired for automated dosing to continue and that a new g7 sensor with a new pairing code would be required. Symptoms included none. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education regarding cgm pairing requirements and sensor code retrieval. Investigation of this case revealed that automated dosing paused due to absence of cgm data on the ilet, attributable to unsuccessful pairing of the dexcom g7, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup error leading to loss of cgm connectivity and consequent automated dosing suspension.